Event description:
A distributor in france reported a malfunction of an insulin pump categorized under a malfunction event that occurred on (B)(6), 2025. There was no adverse impact on the customer's blood glucose level reported. The pump exhibited a specific malfunction code, and attempts to reset it by turning it off and on again resulted in the same malfunction code. The device is being returned, and a replacement pump with a new serial number was provided to the customer.